Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported that the infusion set cannula was blocked. Reportedly, the customer observed drops of insulin between the tubing but did not observed drops of insulin exiting the needle. The customer's blood glucose (bg) level was 475 (mg/dl). The customer changed the infusion set and delivered a correction bolus to address bg level. Reportedly, the customer's bg level was going down towards target at the time of the report.